Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2009; etlw1616c93e stent graft, implanted: (B)(6) 2017; etuf3614c102e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a prolonged episode of sinus tachycardia, with therapies appropriately withheld for about three hours before the patient received a shock therapy. It was noted the patient had a history of episodes where therapy was appropriately withheld. The ventricular tachycardia (vt) detection heart rate was increased, additional anti-tachycardia pacing therapies were added to the treatment parameters prior to any shock therapies, and the device remains in use. No further patient complications have been reported as a result of this event.